Event description:
It was reported that during a da vinci s ureteroplasty procedure, the customer experienced system error code 23017. With the assistance of a technical support engineer (tse), the site performed an emergency power off (epo) to restart the system multiples times, however, system error recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, an attempt was made to deploy the clip, but the vessel locator wings of the starclose se device did not retract. The device could not be removed. As per the instructions for use, the access ports and safety release button were used removing it from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was fully clip deployed. The thumb advancer had been unlocked and retracted as far proximal as possible. This finding is consistent and confirms the reported experience of difficult removal. The distal tip of the sheath was ruffled from being stretched beyond the distal end of the tubeset and striking the opened vessel locator wings during deployment. The tip was also torn by the clip tines during clip deployment. The damage detected with the exchange sheath is with radial force constriction on the sheath causing it to elongate and interfere with clip deployment. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. However, the vessel locator wings of this device were bent. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locators. This created distal force during thumb advancement, bending the locator wings and creating the difficult removal condition. Based on the investigation findings, the root cause for the damage detected for the difficult removal are related to the operational context during use of the device. No manufacturing or quality issues were detected. Review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.